Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unknown particulate matter was observed in an unspecified quantity of micro-volume inlets. The particulate matter was noted in an unspecified location. This occurred during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 7-8, 2024. H11: the actual devices were not available; however, two photographs of samples were provided for evaluation. Visual inspection was performed and a small dark particle(s) of foreign matter were identified in the tubing of the inlet(s). The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.